Event description:
The patient experienced a lack of effect in her area of paresthesia following a magnetic resonance imaging of the patient's head. It was reported that the leads had been burnt and needed to be replaced. The hcp indicated there was no injury and tissue damage associated with the magnetic resonance imaging. The hcp requested an x-ray of the thoracic and lumbar spine (results not reported). The manufacturer's field representative checked the device and it was determined that the neurostimulator battery was very low and later depleted. Device registration system indicates the device system was replaced.

Manufacturer narrative:
Leads burnt.